Manufacturer narrative:
Block d4, h4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 device code a040609 is being used to capture the reportable event of anchor bent.

Event description:
It was reported to boston scientific corporation that an overstitch suture was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, there was resistance advancing the anchor exchange device and transferring the suture to the needle driver resulting in the anchor being bent. The procedure was completed with a new suture. There was no patient complications reported as a result of this event.